Event description:
(B)(6) male pt was brought in for a peripheral arteriogram - possible intervention. His diagnostic arteriogram revealed a tight stenosis at the tpt, including lesions at the at, pt and peroneal. The clinician placed a 5 french short sheath and went up and over the aortic bifurcation with a .014" spartacore guide wire. When the angiosculpt was inserted and advanced up to the bifurcation. It appeared that the guide wire behind the balloon separated away from the catheter, and the balloon got stuck and wouldn't advance or retract. The clinician then forcefully pulled backwards on the catheter and the guide wire became kinked behind the proximal end of the balloon. The clinician then began tugging with great force multiple times on the angiosculpt, which caused the balloon portion of the angiosculpt to dislodge in the pt's vessel. The clinician attempted to snare the balloon, and was able to move it backwards to the entrance of the sheath, but it would not come out through the sheath. At this point, the clinician took the pt to the operating room and performed surgery to remove the balloon. Hospital saved the device, including the balloon portion that was removed in surgery.

Manufacturer narrative:
Attempts by an angioscore rep to contact the procedural clinician about this event have been unsuccessful. An angioscore rep requested the device to be returned to angioscore. However, the device is currently with the hospital's qa department. A supplemental MDR will be submitted, with all relevant info, if the device is returned to angioscore. As stated in the angiosculpt ptca scoring balloon catheter ex instructions for use (IFU), the angiosculpt ptca scoring balloon catheter ex is only indicated for use in coronary artery stenosis. This device was used in a peripheral vessel instead. Thus, the procedural context under which the angiosculpt was used could have contributed to the adverse event.